Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states right rear wheel is rubbing on the armrest on this chair. Customer states the wheel is warped.